Manufacturer narrative:
Further review found that an event had already been reported on (B)(6) 2010 under manufacturer report # 2017233-2010-00566. Additionally, there is no information indicating the multi-organ failure was caused or contributed by the gore device, and the death occurred 18 days post-operatively. Therefore, this report is being retracted.

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis ((B)(4)) to repair a penetrating atherosclerotic ulcer located at the descending aorta. The patient tolerated the procedure. On (B)(4) 2010, the patient expired due to multiple organ failure. Further information regarding the patient's death has been requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.